Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc workstation power supply and associated harness were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up or failed to boot and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.